Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had a disconnection issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, air/water leakage was noted, the cable and the video connector had appearance defect, and the video connector had physical/chemical stress. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on (B)(6) 2022. The intended procedure was a therapeutic tup procedure. The intended procedure was completed with a similar device with a delay of 5 minutes. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported issue occurred due to communication failure due to faulty cable. The root cause could not be identified. This issue is addressed in the instructions for use (IFU): ¿·never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head. ·be careful not to scratch the camera cable with a sharp-tipped instrument. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. ·make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-s7v. Wet contacts could cause the equipment to malfunction. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. ·never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.¿ olympus will continue to monitor the field performance of this device.